Event description:
It was reported that insulin squirted during the manual prime. The numbers did not appear on the screen, and no beeps were heard. Nothing further was reported.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test ue to a loose/flush drive support disk. The unit had a missing end cap sticker and cracked case at the lcd window corners and reservoir tube.